Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2023, to reposition the receiver/stimulator. The implanted device remains.

Manufacturer narrative:
This report is submitted on september 12, 2023.